Event description:
The baxter field service engineer noted an infusion pump that failed accuracy on channel c while servicing this device. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 16, 2007. Evaluation summary: this device was evaluated at the customer's facility on 12/20/2006. The infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test with a flow value of -18.7% from the desired amount. The pump head module was replaced.